Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "surgery took place successfully on (B)(6) 2023, patient came for a check-up and the defect was discovered. Patient is currently not able to put optimal weight on the leg and step on it due to the damage to the product."

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that one of the large rocker shoe has a loos sole. Furthermore, it¿s visible the part is damage from use (red marking), as the rocker shoe shaft shows deformation and the black color chipped. In addition, the traces of glue are visible between the sole and the rocker show shaft. Quality assurance engineering reviewed the received information and noted: all inspection specifications were complied with, all parts of this lot correspond to the specifications. In accordance with the inspection specifications, a 100% adhesion test (adhesive bond) was carried out and was documented and completed as fulfilled. Two anomalies were observed during the examination: 1. Visible glue residue on the entire sole and the base support, which leads to the conclusion that the sole was glued. 2. A visible impact was found on the sole, which presumably led to the sole having come loose with the base support. In conclusion, it can be assumed that the use of this rocker shoe has resulted in one or more impacts (hit) and that the adhesive bond has been damaged and the sole has fallen off. There are also visible signs of wear on the entire rocker shoe, which is a further indication that the rocker shoe has been subjected to greater forces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. What can be mentioned is that the item was manufactured for single use. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. If more information is provided, the case will be reassessed.

Event description:
As reported: "surgery took place successfully on (B)(6) 2023, patient came for a check-up and the defect was discovered. Patient is currently not able to put optimal weight on the leg and step on it due to the damage to the product."